Event description:
A non healthcare professional reported that following implantation of an intraocular lens (iol) the lens was dislocated slightly inferior/posterior chamber, retinal tear, vitreous hemorrhage and removal of lens from posterior chamber. The patient was left aphakic. The patient was implanted with another lens on a secondary procedure. The patient's issues resolved with implantation of the replacement lens and there was no patient harm. The surgeon has indicated the event was unrelated to the unknown iol additional information was requested.

Manufacturer narrative:
Device not returned for analysis. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Based on the provided information it is unclear how the lens would have contributed to the reported events. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned wrapped in surgical gauzes inside a plastic bag. Solution was dried on the lens. No lens damage observed. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Based on the provided information it is unclear how the lens would have contributed to the reported events. The surgeon has indicated the event was unrelated to the unknown iol information was provided that the lens was implanted in 2004. The unknown iol(intraocular lens ), was explanted due to a pcl( posterior chamber lens) dislocated lens slightly inferior, which was discovered on (B)(6 )2020 (16 years after implant). Replacement was a non-company iol.